Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. However, device failed to vibrate during self-test due to vibrator motor connector broken black wire. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via phone call that customer experienced high blood glucose of 46 mg/dl and insulin pump sometimes rewind automatically rewinds, had motor alert or motor malfunction. Customer had sensor glucose of 54 mg/dl and customer was treated with glucose tablet. Customer stated that insulin pump does not alert when blood glucose was low. Insulin pump beep during tone test and insulin pump vibrate during vibrate test. Customer declined troubleshooting for other issues. Insulin pump will be returned for analysis.